Event description:
During the implant procedure, the lead tip was folded over and became soft while trying to pass the right ventricular lead. It was reported that the stylet in the lead was bent over 180 degrees. The physician doubted the integrity of the lead. The lead was not used, and the physician replaced the lead. No patient consequences reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.